Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first two applications were fine. When the device was fired a third time, the clips did not close, they remained open. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.